Manufacturer narrative:
D10 concomitant products: unknown ligasure instrument (lot# unknown) rui sanoa, atsushi ando. Drainage volume and complications in endoscopic treatment of thyroid tumors: retrospective analysis of one surgeon¿s experience during the learning period. Asian journal of surgery, https://doi.org/10.1016/j.asjsur.2025.08.080. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature, a study evaluated clinical factors associated with complications in patients who underwent video-assisted neck or open thyroid surgery for thyroid tumors between (B)(6) 2019 and (B)(6) 2024. The superior thyroid artery and vein were clamped with a 5 mm clip applier and the upper lobe of the thyroid was divided. A vessel sealer was used to cut the middle thyroid vein. Postoperative complications included wound hematoma, hemorrhage and recurrent laryngeal nerve palsy. Hematomas required reoperation to resolve the issue. Drainage volume and complications in endoscopic treatment of thyroid tumors: retrospective analysis of one surgeon¿s experience during the learning period, rui sano, 2025, asian journal of surgery